Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all pockets on the enhanced half height auxiliary drawer 2 1 and 2 2 were off the bus. A field service engineer (fse) reseated all six row board connectors, both retractor band connectors, and all pockets, released the pockets, removed debris, and tested the lids. The station was tested in diagnostics, and the customer verified proper operation in the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, two auxiliary drawers 2.1 and 2.2 were not detected on the bus. The machine was rebooted, but the drawers continued to show as failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.